Event description:
It was reported that the tilt actuator is running and will not stop unless unplugged on the tdxsp-cg power wheel chair. End user has a trach and when he is stuck in the down position, it causes the trach to hit his g-tube which is now bloody and infected. End user has muscular distrophy and needs to be balanced.